Manufacturer narrative:
A review of manufacturing records of the device indicated the lot met pre-release specifications. The device remains implanted and is not available for analysis. Code f28 was used to cover the indeterminate endoleak. The cause of endoleak is unknown. The physician is monitoring the patient. According to the physicians, the graft is well seated with no evidence of endoleak, however, a gore core lab follow up imaging noticed an indeterminate endoleak.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat a thoracic saccular aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control device. The patient tolerated the procedure and discharged home on (B)(6) 2025. On (B)(6) 2025, the pre- treatment imaging showed that the maximum diameter of the aorta was 34.6mm. On (B)(6) 2025, a site follow up cta showed that the maximum diameter of the treated thoracic aorta was 51mm. No endoleak was noticed. On (B)(6) 2025, a gore core lab follow up imaging noticed an indeterminate endoleak. The gore imaging commented there was an appearance of an endoleak approximately mid treated lesion. Unable to determine source. When was looking back at pre-procedure there appears to be about 9mm of seal zone between the distal lsa and the proximal aspect of the lesion. The event is ongoing. No treatment was done to fix an endoleak. The physician is monitoring the patient. According to the physicians, the graft is well seated with no evidence of endoleak.

Manufacturer narrative:
C21: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Code f28 was used to cover the indeterminate endoleak. The cause of endoleak is unknown. The physician is monitoring the patient. According to the physicians, the graft is well seated with no evidence of endoleak, however, a gore core lab follow up imaging noticed an indeterminate endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.